Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid via an implanted pump. The indication for pump use was spinal pain. The patient had chronic pain since birth (she only weighed 2 pounds at birth) or around the 1970s or 1980s because her mother fell when she was still in the womb. The patient had fibromyalgia associated with the chronic pain. On (B)(6) 2016 it was reported that the patient had an infection that began in 2016 two weeks post pump implant. The patient had to go to the ER (emergency room) when she got sick with the infection and the hcps (healthcare professionals) there thought she was a drug addict because of the dilaudid in the pump, but the patient's doctor stated that the patient was not an addict and that it was a lower dose to control the patient's chronic pain. The patient's pump managing physician was supposed to have been contacted as the patient had asked for pain meds when in the ER with the infection, but the doctor told her he had never been contacted about it and was upset about it. The infection was in the pump pocket and the pump was explanted. The infection was treated with IV (intravenous) antibiotics and then the patient was sent home with oral antibiotics. The infection cleared up. The patient had gone to rehab and there were blood tests done to confirm that the infection was cleared up. The patient loved the pump and her doctor had told her that it was a viable way to control the pain. The patient wanted another pump implanted but wanted to find a different implanter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.